Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This event occurred during initial drain of peritoneal dialysis therapy and the patient was connected. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted with ending the patient's therapy and explained that the patient would need to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.